Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and from a healthcare provider via a company representative regarding a patient receiving prialt (25 mg/ml) at 3.002 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. The patient had a knee replacement surgery on (B)(6) 2015 and post-surgical pain. Since (B)(6) 2016 the pump was alarming. The alarm was sounding every 11 minutes and had changed tone and sounded like an ambulance, which was consistent with the pump¿s alarms. The patient experienced pain and went to the ER (emergency room) twice, but they ¿would not touch her¿ because she has a pump. On (B)(6) 2016, the patient fainted and went to the hospital. The ER tried to get in touch with the patient¿s healthcare provider, but ¿they got the run around.¿ the pump was last filled by a home health agency in (B)(6) in (B)(6) 2015. According to the patient a refill had not been missed, but the patient had been trying to call the healthcare provider to get a refill. According to the healthcare provider, as of 2016-jun-21 the pump had been empty for several weeks. The patient¿s current healthcare provider uses the home health agency. The home health agency was sent the patient¿s prescription, which is covered by insurance, but insurance will not cover the home infusion refill. The patient had an appointment with a new healthcare provider on (B)(6) 2016, but he does not use prialt medication. The patient was stressed. No known diagnostics or troubleshooting was performed. The patient was scheduled to undergo an opioid pump trial. Pump replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.